Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device and found that the part of the bending section rubber was missing as the user reported. Omsc surmised that this phenomenon is attributed to stress by contact with some object or inappropriate handling of the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. There was no report of additional treatment for the patient. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a laparoscopic colectomy, the user found that the part of the bending section rubber was missing. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident. However, there is a possibility that the missing part was felled off into the patient's cavity.